Event description:
Tonini, f., biacchi, d., dario, a., bertoni, m. Indication to implant intrathecal baclofen (itb) pump in walking patients: experience on external continuous test. Neuromodulation. 2014;17(3):e15-e39. Summary: this study aims to spread specific indications to itb definitive pump implant in walking patients affected by spasticity testing both functional effects through temporary itb device and spasticity decrease. The sample was constituted by six male patients affected by spasticity. All patients were implanted with temporary programmable electronic pump itb. We assessed an ashworth scale decrease in all patients at t1. 6mwt and 10 meter walk test demonstrated an increase at t2 and t3. The execution of time up <(>&<)> go test decreased at t2 and t3 in all patients. Subjective safety was increased at t3. Through this study we can infer that indication of itb definitive pump implant is based on functional improvement rather decrease of spasticity. Reported event: there was one reported case of a dislocated catheter.

Manufacturer narrative:
It was not possible to match this event to any reported event. Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, product type: catheter. (B)(4).

Event description:
Additional information received from the corresponding author indicated that the dislocation of the catheter was caused by the patient's movements. Due to the dislocation, the patient had lost efficacy of the intrathecal therapy. No medical or surgical intervention was required and the event was without sequela.